Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20ah8, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had experienced a loss of stimulation and they had been experiencing vaginal and rectal pain. The patent reported that the leads were moved from the left side to the other side and when asked, the patient stated that they hadn't had any falls or trauma. The patient stated that the surgery had been a few months ago, maybe sometime in 2020, but stated that they couldn't remember as they have had so many surgeries (these surgeries were not alleged to be related to the manufacturer company device/therapy). The patient stated that the symptoms started beforehand and they did decrease the setting however that didn't help and that was why the patient had the surgery. The patient did note that since the surgery, their urinary symptoms had become significantly better and so had their bladder pain. The patient noted that they had some pain in their rectum and pelvis, however they stated that that may be due to pudendal nerve problems separate from the urinary and as a result they couldn't sit for any length of time. No further complications were reported at this time.